Event description:
It was reported that a visao handpiece drill was ¿heating up¿. This is the only information provided and there was also no report of patient impact or injury.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found the temperature at a minute could not be confirmed due to corrosion in the bearings and spindle preventing the unit from functioning. The bearings, balls, and nose spacer were replaced as a result. The device was tested and passed all manufacturing specifications. This device is used for therapeutic purposes.